Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Loading technique, cartridge damaged the analysis results showed that one sr75 reload was received with the knife not completely within doghouse, fully fired and the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. In addition, with the left gripping surface broken. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the firing knob of a ntlc75 loading the reported sr75 stopped on the way when the knob was being returned to the home position after the first firing on the colon. Eventually, the firing knob was fully returned to the home position somehow, but the knife did not return to home position. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient.